Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that he had a high blood glucose reading of 413 mg/dl due to over treating with the insulin pump for a low sensor glucose reading. The customer declined to troubleshoot for the blood glucose levels. No further details were provided.